Manufacturer narrative:
Additional information: b2, b5, b7, d10, e1, h6 and h11. B5: upon follow up, it was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. Cloudy effluent and abdominal pain were the manifestations of peritonitis. The patient was treated with vancomycin injection (1g, every 4th day, discontinued) and meropenem injection (500 mg, once daily, intraperitoneal, discontinued) for peritonitis. Retraining for break in aseptic technique was done on an unknown date. Pd was ongoing till death. At the time of this report, the patient recovered from peritonitis. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and abdominal pain. The cause of the event was not reported. There were no report of hospitalization, treatment, patient outcome and action taken with pd therapy. No additional information is available.